Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were not evaluated as no product malfunction is alleged. The position of the brake pedals may not be ideal for the needs of the user facility and they are trialing other units. There was no remedial action taken. This device is not labeled for single use. No product malfunction is alleged.

Event description:
This report summarizes 3 malfunction events, where it was reported caregivers' feet were coming into contact with the brake pedals, resulting in bruising to the caregivers' toes. There was no patient involvement.